Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported slda was due to pre-existing patient anatomy. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 mixed mitral regurgitation (mr) for a mitraclip procedure. One mitraclip xtw was implanted a2/p2 (anterior 2 leaflet segment and posterior 2 leaflet segment). Post-deployment a single leaflet device attachment (slda) was observed. The clip detached from the posterior leaflet and remained attached to the anterior leaflet. A second mitraclip was deployed to stabilze the first clip and lower mr. The final mr grade was 1-2. The physician believed the slda was due to the leaflet calcification in the grasping regions.